Event description:
Additional information was received. The explanted lead was noted to have been discarded. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was noted that the patient underwent generator replacement since the generator was completely depleted. After a new generator was implanted high impedance was seen. The new generator was tested with test resistor and impedance was within normal limit. The surgeon decided to replace the lead as well. The explanted device will be returned but has not been received to date by the manufacturer. No other relevant information has been received to date.